Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off early on 14-jun-2024. No further information was available.